Event description:
It is reported that the customer had high blood glucose levels of 444 mg/dl. The customer reported a broken belt clip for the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.